Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with scratched display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump was alarming, squirting the insulin out during manual prime and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.